Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Tightened pin inside the lemo connection. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that there was no image on the left monitor of the 9600+ system. There was no report of patient injury.